Manufacturer narrative:
Additional info will be provided once investigation is completed.

Event description:
It was reported that during the surgery, the roller electrode detached from its branch. It was further reported that the surgery was delayed an hour in order to find and retrieve the piece that had fallen into the urinary bladder of the pt.